Manufacturer narrative:
The technician replaced the head brake assembly to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the head of the bed drifts down when raised. No injury reported.